Manufacturer narrative:
H6: 1494 device code clarifier- indication for use. The device was not returned for analysis. A review of the manufacturing records and complaint history could not be conducted because the lot number was not provided. Reportedly the proglide was used with a 25f sheath. The electronic proglide instructions for use (IFU) states: for access sites in the common femoral vein using 5f to 24f sheaths. It is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the common femoral vein was attempted with a proglide device using the pre-close technique via a 25f sheath hole prior to a thoracic aortic aneurysm (taa) interventional procedure. The suture of the first proglide device was successfully pre-placed. Reportedly, a suture break occurred with the second proglide device. The suture of a third proglide device was successfully pre-placed. The taa procedure was completed using the 25f sheath. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.